Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unk to us at this time. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt short port balloon would continually lose air. After several attempts at re-inflating the btt, and upon closer inspection, it was noted that the one way valve was protruding from the btt. A replacement unit was used to complete the procedure. The reporter indicated that the harvester is fairly new. Maquet cardiovascular anticipates return of the product in question.